Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Customer reported receiving readings of "hi" (greater than 500 mg/dl), 89 mg/dl and 100 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed and determined that there was no indication that the product did not meet specification. Per the design documentation the useful life of a freestyle freedom meter is 5 years. As the manufacturing date of this product is 01 mar 2007, it has been in distribution beyond its useful life as of the case awareness date of (B)(4) 2016. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for the freestyle freedom meter. A DHR (device history review) for the freestyle strips were reviewed and the DHR showed the freestyle strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of february 28, 2018 at the time of investigation, retain testing could not be performed. A tripped trend review was completed for the reported complaint and freestyle test strips. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction reported. (PMA/510k#) was incorrectly documented in the previous reports. PMA/510k# has been updated.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Customer reported receiving readings of ''hi'' (greater than 500 mg/dl), 89 mg/dl and 100 mg/dl were plotted on the parkes error grid. The results fell into the ''c'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.